Event description:
Customer reported failed pt results on their acl top 500 cts coagulation analyzer. Customer questioned the handling of the pt clot curves and reporting of failed results. They indicated that an il specialist advised them that they can view the curve on the instrument and hover over the derivative peak of the clot curve to see the value. The il specialist also advised the customer to follow their lab protocol on handling of failed results. The customer indicated that there is no such protocol in their laboratory. Subsequently, the customer elected to review the pt curve on a sample for which the instrument reported a result as "failed." They estimated the pt value to be 89.3 seconds by hovering over the derivative peak of the clot curve. There is no indication that the pt result of 89.3 seconds was linked to the patient death.

Manufacturer narrative:
The data back-up from the acl top 500 located at (B)(6) was reviewed with the following conclusions: there were no instrument malfunctions reported by the analyzer in the general log during the time period of the events specified in this report. The normal and high abnormal controls for pt-rp run before and after the events focused on in this report were within acceptable range. There were a variety of normal and abnormal pt-rp patient results reported by the instrument before and after the events focused on in this report. All results were reviewed and reported properly by the instrument. All results involved in the complaint reported as expected and instrument performed properly. The customer reporting of the 89.3 second pt result on the patient sample is in alignment with the (B)(4) second sample seen when the clot curves were reviewed at (B)(4). There is no indication that our instrument was involved in the patient death.